Manufacturer narrative:
Admissions referenced in the event description are reported under MFR #'s 2916596-2019-02727 ((B)(6) 2019), 2916596-2019-02730 ((B)(6) 2019), and 2916596-2019-02703 ((B)(6) 2019). Approximate age of device - 4 years & 2 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient's anticoagulants were on hold from a gastrointestinal hemorrhage event for which the patient was admitted (B)(6) 2019, for which with no source of bleeding identified. A perfusion and non-contrast CT was negative for acute abnormality. It was reported that over the next few weeks, the patient's initial symptoms resolved, and the patient is now at baseline with no residual deficits. The patient received a total of 5 units packed red blood cells between this admission and admissions reported under MFR # 2916596-2019-02727, 2916596-2019-02730 and 2916596-2019-02703. No further information provided.